Event description:
It was reported by biomed that at approx 3:20pm et, the pump stopped pumping while on a pt. There was no reported harm to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.